Event description:
It was reported the patient¿s implantable neurostimulator (ins) was not working. The reporter stated they did not know if the ins was not working or if the ins was not working for pain relief. The reporter further stated the patient had their system including the leads explanted sometime last week. It was noted the patient had been complaining of worsening pain in their back and legs. It was further noted that a CT myelogram was done prior to the system being explanted. The reporter stated there was no information on if the removal of the system made a difference in the patient¿s increased pain in their legs and back. The reporter further stated the patient had a pain pump and they were not sure which device was causing the issue. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3986a, lot # lc3698, implanted: (B)(6) 2004, product type lead; product ID 748966, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748966, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3986a, lot # lc3698, product type lead.